Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of stent shaft break. Block h10: the returned polaris ultra ureteral stent was analyzed, and a visual evaluation noted that the stent shaft was detached/separated. Also, during magnification, it was observed closely that the section where the device was detached. The suture was not returned; however, the positioner was in good condition. For the functional test a use of mandrel of 0.036" was used and passed through the stent without resistance. There was no resistance felt during the functional test. No other problems with the device were noted. The reported event was confirmed. Based on the product analysis, the stent was found detached/separated, however, the suture was not returned, indicating that the suture was removed, and the stent was used. The retrieval line may be removed before placement at the physician's discretion, but if the retrieval line was removed using excess force, the stent can get detached during the preparation, affecting the performance of the device. It was possible that operational factors such as excess force applied during interaction with the suture string and/or entanglement could have been the cause of the detachment. Therefore, adverse event related to procedure is selected as the most probable root cause for the complaint.

Event description:
It was reported to boston scientific corporation that a polaris ultra ureteral stent was used during a transureteroscopic holmium laser lithotripsy procedure in the ureteropelvic, performed on (B)(6) 2023. During preparation, it was found that the stent was fractured. Another polaris ultra stent was opened and used to successfully complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. A photo of the complaint device was provided and showed that the stent shaft broke.

Event description:
It was reported to boston scientific corporation that a polaris ultra ureteral stent was attempted to be used during a transureteroscopic holmium laser lithotripsy procedure in the ureteropelvic, performed on (B)(6) 2023. During preparation, it was found that the stent was fractured. Another polaris ultra stent was opened and used to successfully complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. A photo of the complaint device was provided and showed that the stent shaft broke.

Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of stent shaft break.